Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patients were unavailable in pyxis for almost 2 hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes & manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the customer reported an issue where patients admitted between 01:00 and 01:59 had an hour added to their admit time (e.g., admitted at 01:08 but es showed 02:08), making them unavailable in pyxis for almost 2 hours. A technical support specialist informed customer that no further action could be taken at that time to continue the investigation, so the case would be closed. However, the customer was advised to create a new case during the next time change to monitor the issue more effectively. All relevant information was required to be gathered and recorded from the cce tracing, the es ui, and the es dbs encounter table. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patients were unavailable in pyxis for almost 2 hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patients were unavailable in pyxis for almost 2 hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.